Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("her hip pain was so bad in the left hip"), allergy to metals ("nickel poisoning"), tooth loss ("I have lost one"), tooth fracture ("crumble"), pelvic pain ("pain pills I take everyday") and alopecia ("I've tried to save what hair I have left"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, allergy to metals, tooth loss, tooth fracture, pelvic pain and alopecia outcome was unknown and the arthralgia had resolved. The reporter considered allergy to metals, alopecia, arthralgia, medical device removal, pelvic pain, tooth fracture and tooth loss to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: pelvic pain and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Events added: pain pills I take everyday and I've tried to save what hair I have left. Reporter added. On 23-mar-2020: new reporter added. No new medically significant information was received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("her hip pain was so bad in the left hip"), allergy to metals ("nickel poisoning"), tooth loss ("I have lost one") and tooth fracture ("crumble"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, allergy to metals, tooth loss and tooth fracture outcome was unknown and the arthralgia had resolved. The reporter considered allergy to metals, arthralgia, medical device removal, tooth fracture and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: nickel poisoning, I have lost one, crumble. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("her hip pain was so bad in the left hip"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("her hip pain was so bad in the left hip"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.